Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition, everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the patient presented with severe chest pain and the procedure was performed to treat a fully occluded and de novo lesion in the mid right coronary artery. Pre-dilatation was performed using an unspecified semi-compliant balloon catheter. A 3.5x15mm xience xpedition stent was then deployed at 16 atmospheres without reported issue. Fluoroscopy after stenting showed a dissection at the distal end of the stent. Another xience xpedition stent was used to treat the dissection. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.